Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin. The customer's blood glucose level was 249 mg/dl, which was addressed with a correction bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received.